Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Although several attempts have been made, no medwatch 3500 has been received from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00211, 00212.

Manufacturer narrative:
Conclusion: no device failure. Complaint reviewed and analysis showed no trend. Device history record reviewed. Product not returned. Evidence that product in specification when used. Undetermined.

Event description:
Allegedly on (B)(6) 2011, the patient stated she hurt her hip against a stove. During ambulation a noise was heard and could not be resolved, so a revision was performed.